Event description:
It was reported that: "during trial reduction trial head broke. Head was removed all pieces accounted. Second trial tray opened case was not delayed."

Manufacturer narrative:
If additional information becomes available, the evaluation summary will be submitted in a supplemental report.